Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive at times. Troubleshooting was performed and the pump performed as intended. Additionally, it was reported that the display would have imprint of previous screen on display. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 347 mg/dl.